Event description:
Follow-up report to submit additional information not known at time of initial submission

Event description:
During procedure, the 0.014 serenity balloon burst below burst pressure on the very calcific disease.